Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h4: the lot was manufactured in april 2025. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on both samples, and a grayish fiber was identified inside the plastic packaging material near the tubing of the inlet. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet had particulate matter in an unspecified location. This was observed prior to use in the pharmacy department. There was no patient involvement. No additional information is available.